Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and an exchange from textured to smooth due to product concern against left side device. Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation and an exchange from textured to smooth due to product concern against left side device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; crease fold, wear abrasion, yellow particles in the shell, calcification and opening on posterior. Leak test and microscopic analysis was performed which identified, crease sharp opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is crease sharp opening on posterior assessed as fold flaw opening.